Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the large sucker roller pump alarmed over speed (the bump stopped). They turned the pump back on and got the same over speed error. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2013: just a few minutes after the initiation of cardiopulmonary bypass surgery, the surgeon asked for the sucker pump to be started. In a few seconds, the pump stopped and the perfusionist (ccp) noticed a over speed message on the local display. The ccp re-started the pump and again, in a few seconds, the pump stopped with a displayed over a speed message. The ccp elected to remove the tubing from this roller pump and moved to another sucker pump on the base. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. After cpb, the roller pump was started again and as earlier, it stopped with another over speed message.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. After the case, they turned the pump back on to test it and they got an over speed error message again.